Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/ severe pain/ mild pain after placement") and renal failure ("she had kidney failure") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache in 1997, live birth on (B)(6) 1996, live birth on (B)(6) 2002, live birth on (B)(6) 2004, live birth on (B)(6) 2010 and live birth on (B)(6) 2011. Concurrent conditions included body mass index normal and nickel sensitivity. In (B)(6) 2009, the patient had essure inserted. From (B)(6) 2009, the patient received oral contraceptive nos at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal failure (seriousness criterion hospitalization), migraine ("migraines"), headache ("severe headaches"), abdominal pain lower ("severe and persistent lower abdominal pain/ cramps"), menorrhagia ("heavy periods"), weight decreased ("severe weight loss/ extreme weight loss/ in the past 9 months I have gone from (B)(6) lbs to (B)(6) lbs for no reason"), dyspareunia ("constant pain during intercourse"), alopecia ("hair loss/ her hair has been consistently falling out over the past year"), fatigue ("fatigue/ extreme fatigue"), allergy to metals ("allergic to nickel/always been allergic to nickel and had no idea that essure contained nickel"), mental disorder ("caused or aggravated her psychiatric and psychological conditions"), menstrual disorder ("passing huge blood clots in conjunction with my cycle"), abdominal pain ("extreme pain in my abdomen"), mood swings ("mood swings to being tired"), influenza ("flu") and treatment noncompliance ("she denied use of birth control following her essure placement procedure"). The patient was treated with surgery ( she had partial hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, renal failure, migraine, headache, abdominal pain lower, weight decreased, dyspareunia, fatigue, allergy to metals, mental disorder, menstrual disorder, abdominal pain, mood swings, influenza and treatment noncompliance outcome was unknown and the menorrhagia and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dyspareunia, fatigue, headache, influenza, menorrhagia, menstrual disorder, mental disorder, migraine, mood swings, pelvic pain, renal failure, treatment noncompliance and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, concomitant disease and concomitant drugs were added. Suspect drug inaction added. On (B)(6) 2009, she had implanted essure (previously reported as (B)(6) 2011). On an unknown date, she had migraines, severe headaches, severe and persistent pelvic pain/ severe pain, severe and persistent lower abdominal pain, heavy periods, severe weight loss/ extreme weight loss, constant pain during intercourse, kidney failure and other events. Severe and permanent injuries were deleted. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/ severe pain/ mild pain after placement") and renal failure ("she had kidney failure") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she denied use of birth control following her essure placement procedure". The patient's past medical history included headache in 1997, live birth in 1996, live birth in 2002, live birth in 2004, live birth on (B)(6) 2010 and live birth on (B)(6) 2011. Concurrent conditions included body mass index normal and nickel sensitivity. Concomitant products included oral contraceptive nos from july 2009 to september 2009 for female sterilization. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe and persistent lower abdominal pain/ cramps"). In (B)(6) 2011, the patient experienced migraine ("migraines"), menorrhagia ("heavy periods"), dyspareunia ("constant pain during intercourse") and alopecia ("hair loss/ her hair has been consistently falling out over the past year"). In (B)(6) 2011, the patient experienced fatigue ("fatigue/ extreme fatigue"). In 2013, the patient experienced weight decreased ("severe weight loss/ extreme weight loss/ in the past 9 months I have gone from 120 lbs to 96 lbs for no reason"). On an unknown date, the patient experienced renal failure (seriousness criterion hospitalization), headache ("severe headaches"), allergy to metals ("allergic to nickel/always been allergic to nickel and had no idea that essure contained nickel"), mental disorder ("caused or aggravated her psychiatric and psychological conditions"), menstrual disorder ("passing huge blood clots in conjuction with my cycle"), abdominal pain ("extreme pain in my abdomen"), mood swings ("mood swings to being tired") and influenza ("flu"). The patient was treated with surgery (in (B)(6) 2014, she had partial hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, weight decreased, dyspareunia, alopecia and fatigue was resolving, the renal failure, headache, abdominal pain lower, allergy to metals, mental disorder, menstrual disorder, abdominal pain, mood swings and influenza outcome was unknown and the migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dyspareunia, fatigue, headache, influenza, menorrhagia, menstrual disorder, mental disorder, migraine, mood swings, pelvic pain, renal failure and weight decreased to be related to essure. The reporter commented: patient not sought treatment for hair loss, fatigue, constant pain during intercourse, migraines. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: one sided was blocked her current weight was 107 lbs. Most recent follow-up information incorporated above includes: on 10-sep-2018: events- "severe and persistent pelvic pain/ severe pain/ mild pain after placement, constant pain during intercourse, fatigue/ extreme fatigue, migraines, severe weight loss/ extreme weight loss/ in the past 9 months I have gone from 120 lbs to 96 lbs for no reason" outcome updated to "recovering / resolving", reporter, lab data added from pfs. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.